Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, lead dislodgement was observed. When repositioning was unsuccessful, the lead was capped and replaced.